Event description:
Rptr indicated a vns wand was "not working properly" and "would not communicate at all" despite changing the 9v battery in the wand. The suspect wand has been requested for return but has not been received to date.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.